Event description:
It was reported that the programmer indicated that the pump should have around 3ml's in pump; however, the physician removed 14ml's during the refill. Per reporter healthcare provider was to have the patient come back in a week to check drug amount. Patient was having no symptoms.  Drug in the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).